Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, r wave amplitude variation and an increase in the capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. Additionally, the patient experienced syncope as a result of the loss of capture. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.